Event description:
Boston scientific received information from a patient verification form (returned in (B)(6) 2011). The form was signed by the patient's sister-in-law who commented that the patient had developed an infection in the area of the implant site. Additionally, the sister-in-law informed boston scientific that this patient had died in (B)(6) 2010. However, the cause of death was not attributed to the infected surgical site. Subsequently, boston scientific received the discharge summary for this patient. According to the discharge summary report, this patient had been admitted to the hospital in (B)(6) 2010 for a scheduled cardiac catheterization followed by stent placement and pacemaker implantation. The patient was discharged but was readmitted for hospitalization due to an altered mental status and abdominal pain. The patient's blood culture was found to be positive for (B)(6). The patient was started on a course of antibiotics. A transesophageal echocardiogram (tee) was significant for no clots or vegetation. Subsequently, the patient went into respiratory distress and became unresponsive. A CT scan identified an acute cerebrovascular accident. The patient was recommended for hospice evaluation. The patient was discharged to a hospice unit for primary care. In (B)(6) 2010, the patient's health status was upgraded but continued to be lethargic and weak. Blood cultures continued to remain negative. At that time, the exact source of the patient's (B)(6) and sepsis remained unclear. All of the subsequent work-ups were negative including tee. The patient's antibiotic were continued and was to be followed clinically. The device-following clinic was contacted for additional information. The clinic was not aware that the patient had died and could not provide additional information concerning the root cause of this patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.